Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer reported battery was not being recognized by the insulin pump. Troubleshooting was performed successfully and customer stated that the battery cap contacts were damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump until receives replacement battery cap. Device will not return the insulin pump for analysis.